Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on 2 patient samples that resulted negative when using the simplexa covid-19 direct assay mol4150 lot# 8141n, but positive on another lot (mol4150 lot# 7775n). Run analysis on the simplexa results showed 2 samples resulting as follows: (B)(6) 2020 at 1619 on instrument 1d0121, mol4150 lot# 7775n: - sample ID (B)(4): positive for s gene only (CT = 37.9). - sample ID (B)(4): positive for s gene only (CT = 33). (B)(6) 2020 at 1620 on instrument 1d0069, mol4150, lot# 8141n: - sample ID (B)(4): negative for both targets. - sample ID (B)(4): negative for both targets. The customer's device and suspected false negative sample was not provided. Based on the information provided, it is likely this sample is near the limit of detection of the simplexa assay. An explanation of the limit of detection was provided by a diasorin sr. Scientist citing the IFU claims for analytical sensitivity. This is a sample specific issue only. Other samples detected did not change interpretation. The issue is not confirmed. This is the 1st complaint on mol4150, lot# 8141n for suspected false negative results. Batch record review showed the critical component, reaction mix mol4151, lot# 8142n, met all qc release criteria prior to kit release. Mol4151, lot# 8142n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 27.9 (s gene) and 28.9 (orf1ab) and the internal control avg CT = 30.7. No malfunctions occurred during qc release testing. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on 2 patient samples that resulted negative when using the simplexa covid-19 direct assay mol4150, lot# 8141n, but positive on another lot (mol4150, lot# 7775n). The samples were run side by side on two different instruments and two different simplexa assay lots. The customer confirmed the alleged false negative results were not reported to a diagnosing physician due to the discrepancy between the two tests. No alleged harm occurred. Other than the patient sample ids, other patient information and sample collection method was not provided.